Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician was found that cables were damage, motor flex, rough hose, and several small parts were worn due to improperly maintenance/cleaning. The device was exchanged. (B)(4).

Event description:
It was reported that the device ran intermittently and water went inside. Report 1 of 1 (B)(4).